Event description:
It was reported that the resection loop broke during the procedure, causing inconvenience to the patient and the medical team. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on 10-dec-2024. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information, the failure description and similar complaints, the most likely root cause is that the electrode got mechanically overloaded during application. Internal karl storz reference number: (B)(4).